Manufacturer narrative:
The autopulse platform (s/n (B)(4) was returned to zoll (B)(6) on for investigation. Visual inspection was performed and no damages were observed. The primary complaint was confirmed during functional testing. Further investigation revealed that the brake gap was out of specification, which could have caused the system error. After the brake gap was adjusted, the platform functioned as intended with no issues reported.

Event description:
During idle state, when the autopulse platform (s/n (B)(4) was powered on, it was reported that the platform displayed a user advisory (ua) 139 (unable to hold compression position). No patient involvement was reported.